Event description:
It was reported that an unspecified malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump, but same malfunction code occured after resetting the pump. The pump was replaced to resolve the issue. Customer will use mdi for insulin therapy until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.